Event description:
The customer reported the ventilator alarmed showing a vent inop data acquisition pcba adv reference failure. The customer reported the device was in use and there was no pt harm reported. The biomed engineer stated that he reseated the data acquisition to motor controller cable and that's all he did and he run the unit for 4 days and he could not duplicate the reported problem. The unit is now back in service.